Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. On 09/07/06, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device has been scheduled.